Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in cath lab for device upgrade procedure, insulation of right ventricular lead was found to be frayed. The electrical properties were all within normal ranges. The physician cut and capped the remaining portion of right ventricular lead. It was noted that while freeing the implanted portion of the old lead, the insulation on that portion unraveled slightly. The upgrade was completed after replacing the right ventricular lead and then connecting to the new device. The patient tolerated the procedure well and was stable pre, during and post procedure.

Manufacturer narrative:
A partial lead was returned in two pieces. Connector portion measured 12.2cm inner and outer coil portion measured 6. 4cm. Full breach insulation degradation was noted at 4.5cm from the pin. Surface cracking and electrocautery damage to the outer insulation was noted in this location. Full breach insulation degradation was also noted at 5.1cm, 5.7cm, 10.4cm and 10.9cm from the pin. Outer insulation was twisted and surface cracking to the outer insulation was noted in these locations. This is consistent with the observation from the field of insulation damage.